Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The exam from the procedure was sent to medtronic for review. The exam was found to have a portion of the patient's forehead cut off, additionally the patient tracker was not moved onto a portion of the anatomy present in the 3d model. The software analysis found that the reported issue was caused by the archive used. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to complete registration of the patient. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the patient tracker was not re-positioned on the 3d model prior to performing registration.